Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected one random opened/used sensor and performed continuity resistance test. The sensor failed per specifications. The second sensor performed visual inspection and found sensor cannula broken. The broken part was missing. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.

Event description:
The customer reported via phone call that she received lost sensor alerts and the insulin pump was not communicating with the transmitter. The sensor was used for a little over two days. Troubleshooting was performed and the customer was advised to change the sensor. The customer called back later and stated that she changed the sensor and noticed a wire sticking out of the sensor. Blood glucose value is unknown. Customer was advised the sensor would be replaced and agreed to return the product for analysis.